Event description:
Received report from user that, the outer cannula's internal locking area had broken following multiple re-use over a period of a months.

Manufacturer narrative:
Evaluation of the device is pending it's receipt by the MFR. If and when device is received and evaluation completed, a follow-up report with additional info will be provided.